Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and prolapse. The patient experienced pain, erosion, extrusion, bowel problems and severe cramping. It was reported that the patient underwent mesh excision of eroded posterior vaginal mesh with uterosacral vaginal vault suspension on (B)(6) 2012 due to erosion and recurrent vaginal bulge. The patient underwent ams sparc suburethral mesh implant on (B)(6) 2012 to treat stress urinary incontinence and uterovaginal prolapse. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent sparc suburethral sling.

Event description:
It was reported that the patient concurrently underwent sparc suburethral sling.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.